Event description:
The customer stated the device is frequently failing the operational check for the shock malfunction. There was no repot of patient impact.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.